Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-52 lead, implanted: (B)(6) 2003; 4193-88 lead, implanted: (B)(6) 2003. (B)(4).

Event description:
It was reported that the physician believes that the patient's device is experiencing early battery depletion. The device remains in use. No patient complications have been reported as a result of this event.